Event description:
It was reported that at the user facility the aseptic battery housing fractured. The user facility was not able to provide any further information regarding the reported event.

Manufacturer narrative:
The reported event, lid has come off the hinge, was confirmed. The technician observed that the housing was fractured at the hinge. The device was put into parts retention.